Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was in the hospital due to high blood glucose but did not state the blood glucose value. Customer also indicated that she has received multiple failed battery tests on her pump. Troubleshooting was done for the failed batteries and appears that battery issue was resolved and pump was working as designed. No further information was given.